Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address loosening of the femoral component at bone to cement interface. Doi: (B)(6) 2016; dor: (B)(6) 2018; unknown knee.

Manufacturer narrative:
Additional narrative: product complaint # ==> (B)(4). Investigation summary ==> no device associated with this report was received for examination. Device history lot ==> null. Device history batch ==> null. Device history review ==> null. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.